Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated, she was hospitalized for high blood glucose. The customer reported a blood glucose reading of 387 mg/dl during the phone call, and stated she had high blood glucose levels all day prior to the event. Troubleshooting was performed, and the insulin pump passed the leadscrew test, but the tubing clamp was not available for the high pressure test. In addition, the customer reported missing segments on the screen and stated the insulin pump was losing ten minutes every two weeks.